Manufacturer narrative:
The customer cancelled the service call. No add'l info provided. If add'l info becomes available it will be reported as required.

Event description:
It was reported that the filmer on the 2600 system is not working. There was no report of pt injury.